Event description:
It was reported that a stent was implanted in a moderately calcified lesion in the mid circumflex. Another lesion distal to the implanted stent was then identified, and an attempt was made to treat it with the 4.0 x 15 penta. It was difficult to pass the sds through the proximal circumflex and the guiding catheter kept deep-seating in the artery. At some point, the stent dislodged from the balloon in the proximal circumflex. A dilatation balloon was inserted into the unexpanded stent and was inflated to successfully deploy the separated stent in the proximal circumflex.